Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw poor communication. The recharger would not connect to charge the ins since (B)(6) 2019. The patient last had stimulation the week prior to the report and last charged 2 weeks prior due to non-compliance. The patient performed an antenna locate feature and was able to connect and charge, but the patient then saw a por message. The patient successfully cleared the por message and turned the ins back on. The patient mentioned recently having a CT scan. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. They provided their weight at the time of the event. No further complications were reported or anticipated.